Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 52 mg/dl range at the time of the incident. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having sensor glucose versus blood glucose differences and was unsure if the insulin delivery got suspended. Troubleshooting was not completed as the customer declined. The customer also reported bleeding during sensor insertion. The insulin pump will not be returned for analysis.